Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician found a failure of the ground bond performance specifications indicating a high resistance value between the hc and ground bond on the power supply. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received operational and passed the homechoice rite (return instrument test / evaluation) functional test but failed the electrical ground bond test. The pal (product analysis lab) evaluated the device. Ground bond testing revealed no problems. Resistance reading between the center post of the power entry module and the door post was 0.000 ohms. The cause for rite test failure - ground bond was undetermined. The device's service history record was reviewed and no issues were identified that may have contributed to the rite failure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.